Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alerted blood glucose and was trying to clear it but the buttons were not responding. Customer did not know blood glucose level. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, weak battery or battery out limit alarms noted. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.